Event description:
It was reported that the device may have had premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage is pre/approaching elective replacement indicator (eri). Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.774 to 2.638 volts between (B)(6) 2012 and (B)(6) 2012 which is before device recommended replacement time (rrt) <= 2.6251 volt.